Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2026-00513 for the second report. It was reported that nursing staff were administering medication through the nasogastric feeding tube when it became blocked. They tried to flush to unblock the medication and then the nasogastric tube made a bursting sound and a hole was noted in the tube. There was a delay in patient's medications, nutrition and hydration. Challenging nasogastric tube placements. Patient required additional nasogastric tube insertions procedures which patient found distressing.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30356566 was reviewed and the product was produced according to product specifications. A root cause has not been established. All information reasonably known as of 29 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.